Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the distal region, the lead was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant procedure, increased pacing impedance were observed on the right ventricular (rv) lead. While attempting to position the rv lead, the helix was difficult extent. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.